Manufacturer narrative:
The ge representative conducted an on site investigation. The image processor pcb was replaced. The system was tested and operates as intended.

Event description:
The customer reported that no image would display and that the image processor pcb needed to be replaced on the 9900 system. No pt injury was reported.